Manufacturer narrative:
(B)(4). Damaged anvil, damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? Splenic artery. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second. Echelon straight/flex: asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned with the anvil bent upwards; the anvil knife slot was noted to be damaged. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. An ecr60w cartridge reload was received loaded on the device. The cartridge reload was received fully fired and was noted to have damage on cartridge deck. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No further functional testing could be performed due to the condition of the anvil. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during splenectomy procedure the first firing was fine with a white cartridge. The device was reloaded with a second white cartridge and the device locked out and did not fire. The surgeon used the manual over ride to open the device and remove it from the tissue. A second device was used to complete the case with no patient consequence .